Event description:
It was reported that the patient presented to the hospital due to receiving multiple inappropriate shocks from the implantable cardioverter defibrillator (ICD). A total of 73 shocks and 112 rounds of anti-tachycardia pacing were delivered. The ICD had oversensed ventricular lead noise. The noise was easily inducible upon physical manipulation and the source of the noise was a combination of sensing of atrial fibrillation/flutter, external noise and noise due to possible lead impairment. The right ventricular (rv) pace impedance was intermittently greater than 3,000 ohms and there was also intermittent rv loss of capture at maximum output. The therapy was immediately deactivated and the patient underwent replacement of the ICD system to a pacemaker system. The rv lead was capped and remains in the patient. The model and serial number of the ICD are unknown at this time. Additional information is being requested, but was unavailable at the time of this report.

Event description:
Per routine follow-up, this event was deemed to be a duplicate. Please refer to MFR report 2124215-2022-25378. It was reported that the patient presented to the hospital due to receiving multiple inappropriate shocks from the implantable cardioverter defibrillator (ICD). A total of 73 shocks and 112 rounds of anti-tachycardia pacing were delivered. The ICD had oversensed ventricular lead noise. The noise was easily inducible upon physical manipulation and the source of the noise was a combination of sensing of atrial fibrillation/flutter, external noise and noise due to possible lead impairment. The right ventricular (rv) pace impedance was intermittently greater than 3,000 ohms and there was also intermittent rv loss of capture at maximum output. The therapy was immediately deactivated and the patient underwent replacement of the ICD system to a pacemaker system. The rv lead was capped and remains in the patient. The model and serial number of the ICD are unknown at this time. Additional information is being requested, but was unavailable at the time of this report.

Manufacturer narrative:
Per routine follow-up, this event was deemed to be a duplicate. Please refer to MFR report 2124215-2022-25378.